Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. The known inherent risk investigation conclusion code was selected based on the observation of a deformed (bent) helix tip. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not successfully implanted due to unknown product performance anomaly. This lead was never in service. A new lead of different model was placed. No adverse patient effects were reported.